Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mitral regurgitation are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation immediately after implant is due to procedural related issues and is unrelated to the device. In this case, it was reported that further intervention could not be taken as the patient was too sick. It was learned the patient expired on post operative day four (4) due to unknown reasons. Based on the information received the cause of the event cannot be determined; however, patient factors and operational technique may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm mitral valve was implanted. It was reported the patient has acute mitral insufficiency and regurgitation from ruptured chordae. After sutures were tied down the surgeon noticed significant central mitral regurgitation. Surgeon reported to have been all three leaflets to make sure they were not caught by sutures. Patient was weaned off cardiopulmonary bypass. Tee showed mild to moderate mitral regurgitation. Patient was reported to have been too sick to explant and implant new valve. It was reported the patient expired on post operative day four (4) due to unknown reasons.